Event description:
The capsule bag was torn during the phaco procedure. A manual vitrectomy was performed. When the lens was implanted it would not position correctly, and the incision had to be enlarged to remove the lens. It was replaced with an anterior chamber lens.